Event description:
Patient underwent cataract surgery and implantation of a staar model aq-2003v intraocular lens in the right eye. Reporter at dr's office stated that the lens was inserted and then removed due to the lens tearing. Reporter stated the lens tearing was due to a loading problem. Rptr stated that as the dr was removing the lens the pt moved and the capsule was torn. The dr then performed an anterior vitrectomy and another lens was implanted. Pt is doing well.